Event description:
This case was provided by medical from a pub med feed. It was submitted to a (B)(6) journal by an rn in (B)(6) in (B)(6) 2009. A (B)(6) woman with a tracheostomy on a ventilator, with a prolonged stay in ICU (55 days) had erosive lesions in the gluteal, exacerbated by diarrhea. Fms was inserted and indwelling for 4 days, then removed. Later her condition deteriorated and fms was inserted a second time. Seventy two hours after insertion, she had rectal bleeding. Device removed. She underwent a colonoscopy that revealed a posterior ischemic rectal ulcer. Bleeding and diarrhea continues and she had a 2nd colonoscopy that confirmed the posterior ischemic rectal ulcer. The event is deemed serious as it was reported in the literature that the pt had an episode of rectal bleeding and required an emergency colonoscopy, during which a rectal ulcer was diagnosed. No further detail was given for this pt and any add'l treatment for that ulceration and bleeding as well as the pt is unk. From a clinical perspective, a causal relationship between the device and this event is deemed possible because there is a temporal association between it and the rectal vault where the ulceration was noted. Reported to the FDA on (B)(6) 2011.